Manufacturer narrative:
Qn# (B)(4) the customer returned one brown luer hub with a non-arrow extension assembly attached. The customer did not return the rest of the catheter. Visual inspection revealed that remnants of the distal extension line were present in the luer hub. The inner diameter of the distal lumen measured 1.4478 mm which is within specifications of 1.42-1.50 mm per product drawing. The returned catheter luer hub was not able to be functionally tested due to the damage and the lack of the entire catheter returned for analysis. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer was separated and contained remnants of the extrusion within the hub. The sample passed all relevant dimensional inspections, and a device history record review was performed with no relevant findings. Based on the sample received, a root cause could not be determined without the rest of the catheter returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "the luer-hub (brown head) had falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer-hub (brown head) had falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.